Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed), and determined that there was a speaker malfunction, and the x3 did not produce sound. It was determined that the speaker needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a quote to order a replacement speaker, along with additional speakers for stock, to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating that there was a speaker malfunction with no sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.